Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a low voltage lead, it was not possible to retract the helix. The lead was explanted and replaced. Another low voltage lead was attempted, however there was a difficulty inserting and manipulating the stylet. This lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the helix did not retract due to the lead being stretched causing the inner insulation to buckle. This prevented proper torque transfer from the is-1 pin to the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.